Event description:
Litigation alleges that patient experienced pain in her groin, buttocks, and leg, as well as numbness and difficulty sitting, walking, and laying. Upon the left side revision surgery for a loose acetabular component, it was discovered that the patient suffers from bone loss due to metallosis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).depuy considers this complaint closed at this time.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-19321. This report, 1818910-2012-19315, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-19321.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions and metal wear.